Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement and material deformation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the inadvertent mishandling of the product during sheath removal caused the reported stent dislodgement and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking and removal of the yellow protective sheath, the 3.5x33mm xience sierra stent delivery system dislodged from the balloon. The stent implant was also observed as bent/deformed. The device was not used and there was no patient involvement. Another same size xience sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.